Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2006. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Not returned by patient.

Event description:
It was reported that patient underwent an initial partial left knee arthroplasty in 2006. Subsequently, patient was revised on (B)(6) 2016 due to knee pain. During the procedure all components were removed and replaced. No further information has been provided.